Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at this time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stopped working during its first usage. There was a delay in the surgery of approx 5 mins and that there was no pt/user risk.